Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the screw was not moving as intended. The inpen dropped connection. The continuous glucose monitoring application was encountering a connection issue. The customer reported no adverse event. The event involved product(s) mmt-105nnblna and mmt-8060. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the screw movement issue and the customer reported no issues with knob/dial or retracting the leadscrew. Troubleshooting was performed for the connections status, and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for the active insulin warning, and it was determined that the inpen has expired. Instructions were provided to resolve the issue; no escalation required. Troubleshooting was performed for the inpen not found, and was unable to resolve with existing troubleshooting or labeled instructions, the issue escalated.. The reported issue has been resolved, no escalation required. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105nnblna was requested, and the customer's response was that the device would be returned. No product return is required for mmt-8060.